Event description:
The customer reported that the device has no warning sound. A speaker malfunction inop confirmed the problem. No pt harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.